Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: b3.

Event description:
It was reported that smiths medical pump keeps beeping. No adverse patient effects were reported.